Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting FDA will withhold it under exemption 4 of the freedom of info act. We believe that any disclosure of info by a federal employee could constitute a violation of criminal law (18 u.s.c. Section 1905). Section 6 - code 86 device eval consists of following: a review of device history record (DHR); visual examination; x-ray examination; electrical testing; leak testing; case removal; internal visual examination; internal electrical testing. Section 6 - case 68 case and substrate were found to be fractured. These fractures were result of an impact received by pt on implant side causing device to cease functioning. There was also an obvious intrusion of ionic fluids resulted in damage to electronic circuitry. Corrective actions cause of failure has been determined to be fracture of isopress ics case and substrate. Because of previous instances of case damage in pediatric population, advancec bionics has terminated usage of ici isopress cases and developed a screening procedure to assure case strength that is sufficiently robust to withstand greater likelihood of impact in children.

Event description:
Pt , a 3 1/2 year-old boy, fell down. It is not known what the child was doing immediately prior to the fall. The implanting center reported that when pt fell, he hit the ground with his headpiece. Although the external components and the implant was no longer possible.